Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6), product type: recharger was returned and the analysis shows recharger antenna failure with the message no device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient (pt) states that for the past two weeks they have only been able to charge ins using the 'passive recharge mode' function. Pt has gone through the 10 min function of passive recharge several times. The pt notes that sometimes it shows normal charging/coupling screen but still reverts back to passive charge. The pt notes that last night they were able to charge their ins to %70 but it 'wouldn't let them charge any higher' and it didn't display any coupling screens at that time. Today they saw the 'low ins' that indicated the pt needed to recharge and upon doing so the pt saw 'software problem 1- intellis 2- 3.6 3- 58 4- qf_new' agent had the caller remove the li battery and re-insert to try to address this issue. Agent advised the pt that they should consider an appt with their doctor and the manufacturer representative (rep). No symptoms were reported. On (B)(6) 2025: additional information was received from patient who reported it was determined that the cause of the implantable neuros timulator (ins) not charging above 70 percent was the paddle was not providing sufficient connection and was heating up so it was becoming difficult to work with. Their manufacturer representative (rep) stated they needed a new paddle and after receiving a new one they state the issue has been resolved and the new paddle works great.

Manufacturer narrative:
Section h7 <(>&<)> h9 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h7 and h9 recalled. Section h2 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient indicated it started about 3 weeks ago where the recharger cannot find the ins. Caller reports his implant is now dead. Caller reports she has been performing passive recharge for about 20 minutes. Caller reports during that 20 minute, the recharger paddle is getting warm, but did not see a temperature screen. Troubleshooting performed, disable and re-enable device performed. Caller reports continue to see no device found. Passive recharge performed again. Caller reports patient's ins 50% charge. Continue to see no device found. Caller reports the pins on the controller and rtm are intact email sent to repair